Event description:
Patient's grandfather reports while grandson was at camp brushing, the toothbrush had sparks and he dropped it down the drain. The toothbrush was unable to be recovered. The sparks left a black mark on the grandson's right hand and after applying first aid cream the color of the hand is almost back. The child was not seen by a doctor and is okay.

Manufacturer narrative:
Product toothbrush is powered by 2 aa batteries.